Event description:
The technician alleged that the brakes are not holding. No injury reported.

Manufacturer narrative:
The technician replaced the stiffener plate and installed new brake bearings in the brake mechanism block and replaced the brake caster to resolve the issue.